Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The suspect device was requested to be returned for investigation. Relevant retention test strips (lot 368876) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. The laboratory method was sysmex cs5100i using innovin pt reagent. On (B)(6) 2019 at 12:57 pm the result from the meter was >8.0 inr. A confirmation sample was sent to the laboratory because the result was greater than 6.5 inr. On (B)(6) 2019 at 13:17 pm the result from the laboratory with venous blood was 2.3 inr. There was no allegation of an adverse event. The qc was acceptable.